Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been intermittently unresponsive for the past couple months. She noted that the buttons feel abnormal and do not spring back. The pt confirmed that there is no physical damage to the keypad; denied exposing the pump to water; and stated that she wears the pump in a pocket during the day and in her pyjamas at night.